Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r91-22, that has a similar product distributed in the us, list number 06r91-20.

Event description:
The customer observed false positive sars-cov-2 igm results for one patient on an alinity I analyzer. The following data was provided (<1.00 index (s/c) is negative, >/=1.00 index (s/c) is positive): sample ID (B)(6) initial igm result was 2.08, repeat was 2.00 index (s/c); initial igg was 0.06 (<1.40 index (s/c) is negative), repeat was 0.08 index (s/c). This sample was tested with roche total antibody assay and the results were negative. Pcr swab tested by another laboratory, on (B)(6)2020, was negative. The patient was recollected on (B)(6)2020 and the igm result was 2.05 index (s/c) and the igg result was 0.08 index (s/c). Additional laboratory testing was provided: cmv igm was 1.93 s/c, cmv igg was 115.8 au/ml, rubella igg was 29.8 iu/ml, rubella igm was 0.30 s/c. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive alinity I sars-cov-2 igm results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature, and device history records. Sensitivity and specificity testing was done using an in-house retained kit of lot 20607fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 20607fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer obtained positive igm results for one patient sample when testing was performed with alinity I sars-cov-2 igm, lot 20607fn00. The patient tested negative on the roche platform, with pcr testing, and also returned a negative alinity I sars-cov-2 igg result. In this case, no specific patient information was provided in relation to days to symptom onset. Per the summary and explanation of test section in the package insert, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2985 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, alinity I sars-cov-2 igm reagent lot 20607fn00 is performing as intended, no systemic issue or deficiency of the reagent was identified.